Manufacturer narrative:
The issue was resolved after the cardiosave pump was replaced, as the gas loss alarm did not recur on the second pump. No blood or discoloration was observed in the helium tubing, and the replacement unit functioned without further alarms. The patient was noted to be very agitated at the time the repeated alarms occurred on the first pump, and troubleshooting steps were reviewed with clinical staff. No additional concerns were reported following the pump replacement. Gas loss cause: 1. Pump system malfunction.

Event description:
The complaint was received via a direct call to the emergency support program, with no patient harm or injury reported. An rn in the cvicu reported repeated gas loss alarms on a cardiosave device during a shift. The alarm occurred multiple times, leading staff to switch out the pump. No blood or discoloration was observed in the helium tubing.